Event description:
An echocardiogram was ordered via cpoe to evaluate a low cardiac output state. The update on the results screen for imaging stated that the test was completed, and the time it was completed. There is an obligate approximate 24 hours delay for the report and images to appear. After 36 hours, there was not any result and after 48 hours, a call was made to the ancillary department. The imaging was never done, even though the update stated complete. This delay in knowing cardiac function status was a critical adversity and impediment to the care of this pt who died a few days later from an infection, though this delay was not the cause of the infection. The failure of ancillary departments to get accurate orders is an ongoing problem with all cpoe systems due to interface and interoperability issues. They can not be trusted to enable timely testing without intense vigilance.